Event description:
It was reported via international mm facility (gmbh) that the "inner cannula loosens very easily. Short movement of pt sufficient" on one 6 lpc, low pressure cuffed tracheostomy tube and one 8 lpc, low pressure cuffed tracheostomy tube. Limited info available regarding the reported events/devices. It is unknown how long the devices were in use or what type of maintenance was performed. There was no reported pt compromises. The 6 lpc and the 8 lpc devices were discarded and as such will not be returned to the MFR for identification, analysis and investigation.